Event description:
Ous MDR - it was reported that 41 days after the implantation this right ventricular lead dislodged. The threshold increased from 1.2v at 0.4 ms up to 7.5v at 1.5ms and the sensing decreased from 7.8 mv to 1.2 mv. The lead was successfully repositioned. Apart from hospitalization and revision procedure, no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.